Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224drg ICD, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy as they were walking to their mailbox. The shocks were due to atrial fibrillation (af). It was also noted that the right atrial (ra) lead exhibited high impedance and there was no sensing in the atrial channel. The patient was given medication for their af and the device was explanted and replaced. The lead remains in use. No further patient complications have been reported as a result of this event.